Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing impedance and oversensing/noise indicated to be short v-v intervals and non-sustained episodes were observed on the right ventricular (rv) lead. The lead was suspected to be fractured. Reprogramming turned the lead off until it could be capped and replaced. No patient complications have been reported as a result of this event.